Manufacturer narrative:
(B)(4). Date sent: 8/19/2016. Batch # n90m68. The analysis results found that the er420 device was returned with 1 clip jammed between the top shroud and the floor; the clips were removed in order to inspect the jaws and they were found to be with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 15 clips as intended; no jamming issues occurred upon testing. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the device clips did not close properly. The tip of the clip did close but the legs could not be pressed together. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.